Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b3. Corrected h6 health effect - impact code. Additional information was requested, and the following was obtained: what was the procedure date? (B)(6) 2025. What date /day post op was the reaction noted? (B)(6) 2025. Was any prescription strength medication prescribed? Please specify? Unknown. Was the topical steroid prescription strength? Unknown. Were any other prescription medications prescribed? Unknown. The event reported stated ¿open incision and blistering¿. What does open incision refer to? He described the incision as open and the patients skin did not close under the prineo did the wound dehis? Yes. Was any surgical intervention performed? Unknown. Were any cultures taken? Results? Unknown. Please describe how the adhesive was applied. Incision was cleaned with a product called irrisept on the skin. This product was not rinsed after. Then prineo 22 was applied to the clavicle how was the wound cleaned and dried prior to prineo application? Cleaned with irrisept and dried. What prep was used prior to, during or after adhesive use? Irrisept was a dressing placed over the incision? If so, what type of cover dressing was used? No is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No. Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Unknown. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown lot number of product used? Unknown. Current patient status? Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? He blames everything on prineo although his pa does not. She thinks the patients history could play a factor.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient¿s reaction? If yes, please provide. What was the procedure date? What date /day post op was the reaction noted? Was any prescription strength medication prescribed? Please specify? Was the topical steroid prescription strength? Were any other prescription medications prescribed? The event reported stated ¿open incision and blistering¿. What does open incision refer to? Did the wound dehis? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Lot number of product used? Current patient status? What is the physician¿s opinion as to the etiology of or contributing factors to this event?

Event description:
It was reported that a patient underwent a left clavicle repair procedure on an unknown date and a topical skin adhesive was used. Post-op, the patient developed blistering around the incision site where the adhesive was applied. Open incision and blistering was reported. It was stated the product was removed and discarded. Additional information was requested.